Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This is a report of a use, where the patient's transfer set became disconnected from the titanium adaptor due to "pulling too hard." Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. Furthermore, the guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set became disconnected from the titanium adaptor. The during dwell five of five of peritoneal dialysis therapy. It was reported by the rn that the transfer set became disconnected from the adapter as a result of the patient pulling too hard. The transfer set was immediately replaced. There was no patient injury or medical intervention reported. No additional information is available.